Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as: 6000093-2007-00230. It was reported that post a coronary drug eluting stenting treatment procedure, a late stent thrombosis occurred. A 2.50x12 mm taxus express2 drug eluting stent was placed in the distal right coronary artery (rca) and a 3.0x16 mm taxus express2 drug eluting stent was placed in the ostial right coronary artery (rca). One year and 6 months post the original procedure the pt had an emergent procedure due to the rca being totally occluded. The vessel was 3.5mm and the lesion was located in the mid rca. The physician treated the occlusion with a 3.0x24 mm non-boston scientific balloon and restored blood flow. The pt stopped taking plavix between may and june 2006. No add'l pt complications were reported. Add'l info has been requested, but has not been made available.